Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise while the patient was sleeping at night. The device was programmed to primary vector, x1 gain at the time. The noise was not reproducible during in-clinic troubleshooting when manipulating the lead and the can, or when asking the patient to do certain movements. It was noted the suspected cause is a proximal sensing electrode anomaly. The device was reprogrammed to secondary vector, and there will be increased surveillance via the latitude remote patient monitoring system. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.